Manufacturer narrative:
Utrasonic aspirator tip was found to have dimple or dent in close proxmity to crack initiation point. This dimple probably caused stress riser in titanium material, which then cracked under repeated use. This dimple could have been caused by user damage during autoclaving process (hitting door or other metal object) or by the touching the tip with a bovie knife or other device in the operating field. The tip crack did not lead to tip separation immediately. However, the sonastar generator did alarm and indicate that a tip malfunction had occurred. As per the initial report, the user continued to try to clear the alarm at the generator by the resetting the alarm, instead of the following the troubleshooting procedure labelling. It was this repeated use, that fatigued the tip to the point of separation. Had the user changed the tip immediately, the operation would not have been delayed for this period of time and the tip would not have separated . No patient injury or side effect occurred as a result of this malfunction. Distribution has been advised to reinforce troubleshooting instructions found in manual with all customers.

Event description:
During a temporal lobectomy, the sonastar had a tip error. They were unable to clear the error. The system worked at reduced power. With reattempts in the temporal lobe, the tip broke off and was laying in the operative field. Surgeon saw it and retrieved the tip. The patient did not suffer any adverse effects as a result of the incident. Surgery was prolonged 1 hour 30 minutes.